Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a pneumatic hand pump was used during an achalasia dilatation procedure of the cardia and esophagus performed on (B)(6), 2011. According to the complainant, during the procedure, after dilatation, the air was completely removed from the rigiflex balloon (bsc), however the gauge of the pump indicated 5psi. It was confirmed the balloon was completely deflated when the gauge indicated 5psi. No issues were noted to the inflation device prior to the procedure and there were no issues with the rigiflex balloon. The procedure had been completed with this pneumatic hand pump prior to when the defect was noted. There were no patient complications reported as a result of this event; the event had no influence on the patient's condition.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the needle of the gauge to be stuck at 6psi. The lens of the gauge was noted to have a yellowing appearance and the bulb and tube were noted to have lost their shiny appearance. Sticky residue was also noted around the lens of the gauge, possibly from repeated cleaning. The date code on the gauge was noticed during inspection and indicated the gauge was made in may of 2000. Functional testing was performed; the pressure release valve was closed and the air flow through the latex tubing was blocked. The returned sample was pressurized to 20 psi, and the needle read 20 psi. However, after the pressure release valve was released, the needle did not return to the 0psi mark; therefore, the product did not meet specification. The device was disassembled and the needle was reset. The device was then retested and functioned with no issues. Based on the condition of the returned complaint device, the report that the gauge was reading inaccurately was confirmed. As the device was assembled in may 2000, it is likely the noted issue are due to repeat use and cleaning of the device. Therefore, the most probable root cause for this complaint is wear and tear.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a pneumatic hand pump was used during an achalasia dilatation procedure of the cardia and esophagus performed on (B)(6) 2011. According to the complainant, during the procedure, after dilatation, the air was completely removed from the rigiflex balloon (bsc), however the gauge of the pump indicated 5psi. It was confirmed the balloon was completely deflated when the gauge indicated 5psi. No issues were noted to the inflation device prior to the procedure and there were no issues with the rigiflex balloon. The procedure had been completed with this pneumatic hand pump prior to when the defect was noted. There were no patient complications reported as a result of this event; the event had no influence on the patient's condition.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.